Manufacturer narrative:
(B)(4).

Event description:
User reported dexcom app looping to pair new transmitter. He has attempted multiple times to re-enter his transmitter sn, but app keep going back to pair new transmitter. He had not noticed any previous error messages.